Event description:
A 4-yr-old pt with history of pulmonary atresia. Ventricular septal defect, pulmonary and tricuspid regurgitation and right side aortic arch. S/p right ventricular outflow tract repair (9/27/94) required explant of homograft due to pulmonary and tricuspid regurgitation and right sided heart failure. Pt had also had ventricular septal defect patch dehiscence closure and tricuspid annuloplasty on 2/4/94.